Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient tests her blood glucose 2-3 times a day. She typically tests before breakfast and dinner. She takes glucovance in the morning and evening time. She also takes actos in the evening. The patient explained that she skips her dosage of glucovance whenever her blood glucose levels are less than 100 mg/dl. The patient indicated that the alleged meter issue started in 2008, at 7:30 am. Due to the alleged issue, the patient claimed that she was unable to test her blood glucose but went ahead and took her usual morning dose of glucovance. Later that same day at an unspecified time, the patient stated that she developed symptoms of sweating and shakiness. The patient administered self-care by eating food to relieve her symptoms. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The alleged meter issue was resolved with troubleshooting. After the patient replaced the meter's battery, the device turned on without any issues. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.